Manufacturer narrative:
Event dates estimated. The additional patient death referenced will be filed under a separate medwatch report #. The additional patient effects referenced will be filed under a separate medwatch report #. The additional absorb referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported difficulty to deploy, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial.

Event description:
It was reported through a research article identifying xience that may be related to the following: patient death, myocardial infarction, thrombosis, cardiac arrest, revascularization, rehospitalization, malposition, and stents jailing or occluding vessels. Additionally, it was identified that absorb may be related to the following: patient death, myocardial infarction, thrombosis, dissection, revascularization, rehospitalization, and malposition. This article summarizes clinical outcomes of 1,845 patients that were treated with xience and absorb stents. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.